Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: all of the buttons on the keypad had an intermittent response. There was no physical damage to the keypad. When the keypad was removed, contamination was found under all of the button contacts. The audio bolus button was hard to push. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a button/keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.